Event description:
It was reported the critical alarm had occurred multiple times with telemetry confirmation. A pump reset occurred/pump in safe state as well as a motor stall/recovery noted in event logs 2008 that related to an MRI. The pt experienced a return of pain symptoms. The pump was reprogrammed, but critical alarm was heard again and the pump reset. The pt experienced unspecified withdrawal symptoms. The pump was replaced. The drug in the pump was dilaudid and clonidine. No further outcome was reported.

Manufacturer narrative:
.